Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) was confirmed. Upon investigation, the monitor displayed service code 102 - charge profile fault and failed incoming functional testing. The cause of the failure and service code was isolated to high resistance on the j1000 connector on the computer/analog and defibrillator pcas. The root cause for the high resistance connection could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A u.s. Distributor returned a patient's monitor sn (B)(4) and reported that the monitor was displaying service code 102 - charge profile faults.